Event description:
It was reported that the right ventricular (rv) lead was suspected to be dislodged. The right ventricular (rv) lead exhibited out of range impedances and increased thereshold. The lead had to be repositioned. Measurements were within normal limits. Device ramains in service. No adverse patient effects were reported.